Manufacturer narrative:
(B)(4). Approximate age of device: 1 year, 1 months. Additional information has been requested, but has not been provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired on (B)(6) 2017. The cause of expiration was noted as spontaneous subarachnoid hemorrhage. No additional information was available.

Manufacturer narrative:
A correlation between the device and the report of a subarachnoid hemorrhage could not be conclusively determined. Stroke and bleeding are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.